Event description:
It was reported that the customer was hospitalized due to high blood glucose of 800mg/dl. It was stated that the customer woke up with a blood sugar of 300mg/dl, and later rose to 400mg/dl. The customer gave appropriate boluses as recommended by the bolus wizard. The customer tested again and his glucose level was 541mg/dl. Then the customer decided to eat 52 carbohydrates, but the customer did not feel well and went to the hospital. Troubleshooting was performed. Ran a fixed prime and high pressure test and they passed. It was stated that the customer believes the infusion set was not connected to his body. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.